Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01890.

Event description:
It was reported during trialing the tibial articular surface provisional fractured. A 7 minute delay was reported. Surgery was completed with another device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Concomitant medical products- cr tibial articular surface provisional left size 3-11 ef top catalog#: 42517000510 lot#: 62356176. Complaint sample was evaluated and the reported event was confirmed. The returned tasp found signs of repeated use and a fracture on the right condyle. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.